Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system remains implanted. The device logs from 25 march 2026 were reviewed, and a high temperature event was noted. This was the only high temperature event identified in the available device logs. The root cause of the reported implant pain and high temperature event could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported warm sensation at the evoke closed loop stimulator (cls) implant site following prolonged use, which was associated with pain at the cls implant site. The patient received pain injections at the cls implant site to resolve the reported event.

Manufacturer narrative:
The event date was not reported. The date has been documented with an approximate date of 02/01/2026. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.